Event description:
Philips received a complaint by the customer on the v60 indicating that the device was intermittently cycling breaths and not operating correctly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the device was intermittently cycling breaths and not operating correctly. The display operated as intended, and the blower connection to the motor controller (mc) printed circuit board assembly (pcba) was good. The remote service engineer advised the customer to replace the mc pcba if needed and provided the customer with the part number of the replacement mc pcba for repair. Per good faith effort (gfe) response, the issue was with the gas delivery system (gds). The issue was resolved, and the device passed the required performance verification tests per philips standard. Further case information regarding the repair is still pending, and the investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received on (B)(6) 2025, the issue was with the gas delivery system (gds). The customer therefore replaced the gds, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.